Event description:
The customer called for help with his breeze2 meter. While troubleshooting, he performed control tests and received a result of "lo". The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.